Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown. The customer was explained the alarm and possible causes. The customer was advised to clear the alarm. Customer disconnect called and said he is going to change everything out. The customer reported via phone call indicating that the insulin pump alarm iop test failure (a44). Customer's blood glucose at time of incident was unknown. The customer stated that he received the alarm. The customer disconnected the called and was not able to complete the troubleshooting.